Event description:
The customer reported that the system displayed fuzzy images and they had to bring in another c-arm to complete the case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reseated the pcbs in the system. He ordered the I/p pcb and ribbon cable between ip and video control pcb. He replaced the video controller to image processor ribbon cable. This did not correct the problem. He reseated the pcbs and the system will not come up. He ordered parts to work on the system. The ge rep troubleshot the system and ordered the video controller, sbc and backplane to try and solve the problem. He replaced the video control pcb that was damaged during troubleshooting and replaced the cpu backplane and sbc as an assembly. The system is operating as intended.